Event description:
A medtronic representative reported that during a planned maintenance (pm) the imaging system dose report displayed a negative dose area product (dap) value. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
A CAPA was created to address the reported incident. Based on the CAPA investigation, the identified root cause for this event was that the operator initiated an incorrect computer restart sequence. This is an unanticipated sequence of user action outside of the typical post-operative workflow when the dose report is uploaded for possible accumulation into the patients' lifetime dose records.